Event description:
It was reported by provider that the housing is cracked on the actuator motor of the roze lift, provider gave part form the invacare web parts page, unit is in a facility, no property damage or injury alleged. No further information provided.